Event description:
The customer reported that the system would intermittently produce unsolicited fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The service rep checked the power supplies. The system was tested and found to be working as intended and put back in service.